Event description:
It was reported that the bd smartsite¿ extension set, pressure rated smallbore needle-free connector experienced flow issues. The following information was provided by the initial reporter: there is resistance, it is difficult to advance.

Manufacturer narrative:
H6: investigation summary: a 20039e sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22065466. The feedback provided by the customer suggests an occlusion was detected during use of the extension set in connection with a bd insyte autoguard device. The customer also suggested that there was no visible damage detected on the device. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065466 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that the bd smartsite¿ extension set, pressure rated smallbore needle-free connector experienced flow issues. The following information was provided by the initial reporter: there is resistance, it is difficult to advance.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.